Event description:
It was reported that this implantable cardioverter defibrillator (ICD) oversensed the r-waves on the right atrial (ra) channel. Technical services (ts) confirmed that the far-field oversensing generated inappropriate atrial tachycardia response (atr) episodes. Technical services provided reprogramming recommendations. No adverse patient effects were reported. This ICD remains in service.